Manufacturer narrative:
During the course of the investigation, an additional issue was noted (deformed stopper). An additional issue was added to the product information grid and the complaint file was sent back to evaluation to complete evaluation of the additional issue. Describe event or problem: it was reported that before use of the bd insulin syringe with the bd ultra-fine¿ needle the cap was broken. Additional information found during investigation shows that the stopper is deformed in addition to the broken cap. The following information was provided by the initial reporter: broken cap.

Event description:
It was reported that before use of the bd insulin syringe with the bd ultra-fine¿ needle the cap was broken. Additional information found during investigation shows that the stopper is deformed in addition to the broken cap. The following information was provided by the initial reporter: broken cap.

Manufacturer narrative:
Investigation summary: customer returned two (2) loose 31g x 8mm, 0.3ml bd insulin syringes. Consumer reported broken cap. Both returned syringe were examined, and it was observed that one syringe had a broken cannula shield, and the other syringe had a disfigured stopper. A review of the device history record was completed for batch# 8281946. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were six (6) notifications [(B)(4)] noted that did not pertain to the complaint (plunger cap broken). There were five (5) notifications [(B)(4)] noted that did not pertain to the complaint (stopper damaged). There was one (1) notification [(B)(4)] noted for smeared stopper dry barrel. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (cannula shield broken, stopper disfigured). As per investigation completed by manufacturing, "on 29oct2019, holdrege received a photo complaint for damaged shield and stopper damage. Visual inspection of the photo exhibited a hole on the cannula shield. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. L2l dispatches #43378 was created during the creation of this batch for shields not going in dial correctly. Root cause: the dial needed cleaning. Corrective action: dial was cleaned. Visual inspection of the photo exhibited a deformed stopper on (1) syringe. L2l dispatches #43082 was created during the creation of this batch for a silicone gun fault. Root cause: silicone gun fault. Corrective action: the silicone gun was reset. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that before use of the bd insulin syringe with the bd ultra-fine¿ needle the cap was broken. Additional information found during investigation shows that the stopper is deformed in addition to the broken cap. The following information was provided by the initial reporter: broken cap.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insulin syringe with the bd ultra-fine¿ needle the cap was broken. The following information was provided by the initial reporter: broken cap.